Manufacturer narrative:
The liquid embolic material was not returned for analysis, as it was consumed in the procedure. Based on the reported information, there is no evidence suggesting that the liquid embolic material was defective, but rather a procedure related event. All products are 100% inspected for damages and irregularities during manufacture. Per the liquid embolic material instructions for use (IFU): ¿adequate fluoroscopic visualization must be maintained during material delivery or non-target vessel embolization may result. If visualization is lost at any time during the embolization procedure, halt material delivery until adequate visualization is re-established. Testing has shown that over-pressurization and rupture can occur if 0.05 ml of liquid embolic material is injected and is not visualized exiting the catheter tip. Inject liquid embolic material to displace dmso. Use thumb pressure only to inject embolic material. Using palm of hand to advance plunger may result in catheter rupture due to over-pressurization in the event of catheter occlusion. Do not interrupt liquid embolic material injection for longer than two minutes prior to re-injection. Solidification of embolic material may occur at the catheter tip resulting in catheter occlusion, and use of excessive pressure to clear the catheter, may result in catheter rupture. Linked mdrs: 2029214-2017-01346, 2029214-2017-01347.

Event description:
Medtronic received report that the catheter rupture during the liquid embolic material injection. During an arteriovenous fistula embolization procedure, the liquid embolic material was being injected, it was flowing as expected to the target region when the catheter ruptured proximal to the target lesion. The liquid embolic material was reported to have leaked into the external internal carotid artery (ica) vessel. However, this event did not require medical intervention. The detachable tip was reported to be in the middle meningeal. No patient injury was reported to have occurred. The anatomy was severely tortuous. There was no resistance when the liquid embolic material was injected. The tip detached as intended. The tip was embedded in the embolic material cast. There were pauses to build a plug to deliver the liquid embolic material appropriately.